Event description:
On (B)(6) 2013, pt noticed that the glucose monitors she and her son used, started to display the wrong date and time. The mother called manufacturer for replacement monitors. The MFR first sent the wrong model monitor, the second replacements had the same date and time issue and was scrolling erratically on it's own. Mother states she is a type ii diabetic and her son is a type I diabetic. A couple of weeks ago, the mother fell down hitting her head. When she checked her blood sugar, readings were 29, 38, 32. She states it took her over 2 hours to get her blood sugar over 100. Mother states that she has replaced batteries on both monitors but still has the same issues. Mother also states that MFR took over three weeks to send the replacement meters. She is very concerned they are not recording her and her son's sugars accurately. Also see (B)(4).